Event description:
A pt reported blood glucose results of 12.0 mmol/l with a lifescan meter and 18.4 mmol/l on a lab device, performed within 1 min of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A control solution test was performed; however, the pt was unable to provide results. Meter was replaced.